Event description:
Ha filler (revaneese versa) was injected (B)(6) 2021- 1ml per cheek. I began having extreme facial pain in cheeks and feelings of heaviness in (B)(6) 2024. Ultrasound images confirmed the product was present and did not dissolve within 6-12 months like it was supposed to. My only option was to dissolve it within hylenex which I also had a bad reaction to. The first round of dissolver didn't completely remove the product and now I have no way to get rid of it.